Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw damaged. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). Because of the damage to the jaw, it required high force to cycle the instrument. It is possible that when the jaws became damaged the generator displayed an alert screen; this was not confirmed during the analysis. The device was disassembled to inspect the internal components, no anomalies were found. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, at the beginning of the case the device gave an error code - reactivate. After four to five error codes/ firing sequences, the message was to replace instrument. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.